Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: vyaire medical was able to verify the reported issue. The suspect device was not returned for investigation. However, log analysis tool and screen shot of service screen were utilized. During some start-up self-test procedures, alarm 400 (inspiration valve or device leaky) showed up. Error 6 means: that there is a small leak between 0.7 to 5.0 lpm @ 0 steps of the inspiration valve. It has been determined a leaking inspiration valve nt.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 400 - inspiration valve or device leaky alarm. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire sent a request to customer service team for shipping the inspiration valve nt kit under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet